Event description:
Boston scientific received information that oversensing, along with pacing inhibition resulting in asystole lasting longer than two seconds was observed on this device system. A revision procedure was performed. The device was explanted and the right ventricular (rv) lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.